Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal stent rows were damaged with stent struts stretched proximally. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The tip was visually and microscopically examined and no signs of damage were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks or damage along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 04-may-2018. It was reported that crossing difficulty was encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 16mm in length target lesion was located in the severely tortuous, severely calcified, and 2.75mm in diameter left circumflex artery. A 2.75x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.